Event description:
Arjo became aware of the malfunction of the citadel plus bed frame. The customer reported: "side rail broken want inflate." The arjo service technician inspected the device and found that the side rail panel was partially detached from the frame, 2 out of 4 screws holding the side rail panel to the metal plate were ripped off. The circumstances of the bed damage are unknown. There was no indication of the patient involvement. No injury was reported.

Manufacturer narrative:
The customer staff was contacted to clarify the initial allegation. However, she could not remember what was reported. Since there was information regarding inflation, the maxxair ets mattress used with the claimed citadel plus bed was inspected. No fault was found. In the investigated complaint, there were no circumstances provided on how the equipment was damaged. However, based on the provided photographic evidence and the conducted investigation it is believed, that the most likely scenario is that the side rail detached (2 out of 4 screws holding the panel were ripped off) due to excessive external force applied. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail of the bed was partially detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to partial detachment of the side rail which can lead to a patient fall. No injury was reported.